Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation the foreign material in nozzle could not be identified. It is unknown whether there are any deviations from instruction for use (IFU). Additionally, there was no physical damage of the device where foreign material remained. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ and preventative measures in "gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle had foreign matter. There were no reports of patient involvement.